Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose. Customer went to bed with a blood glucose of 181 mg/dl and she had changed out her set. Customer woke up this morning and her blood glucose was at 458 mg/dl. Customer changed out her set again and her blood glucose was 600 mg/dl. Customer noticed that her cannula was shriveled up. Customer gave herself a manual injection of 25 units of novolog. Customer stated that her blood glucose was still going up at 8:03 am. Customer's current blood glucose was 458 mg/dl. Customer stated that she was getting nauseated, so she ate a little bowl of cereal and bolused 7.0 units. Customer will call back once she feels her blood glucose is stable. Customer called back and her blood glucose was going down. Customer will call back to troubleshoot for the bent cannula and the high blood glucose. Customer was not feeling well. Customer was advised to contact the paramedics if she did not feel well.